Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery a system message was displayed. The cassette was exchanged, but the problem persisted. The system was exchanged with a delay of a few minutes. The surgery was completed with no harm or injury to the pt.